Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including bench testing, environmental testing, and a complete calibration without duplicating the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.